Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50, serial #:(B)(4), description: coveredge x 32, 50 cm 4 x 8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing a rash at the generator site. The patient underwent an explant procedure. No device malfunction was suspected.